Event description:
Reported by the patient as, "surgeon said he does not think he is getting into the port." And "the surgeon has never been able to retrieve any saline at all." Follow up findings: the pt clarified the event as leaking from the port tubing.

Manufacturer narrative:
Taper ii: the product associated with this report has not been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The device has not been explanted, the reporter was asked to return the device after it is explanted. Visual examination may confirm or determine another connector type associated with this report. No additional info has been reported to inamed regarding the serial number or potential explant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Cauton: failure to create a stable, smooth path for the access port tubing, iwthout sharp turns or bends, can results in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage an deflation of the inflatable section."